Event description:
It was reported that during shoulder arthroscopy, pump was displaying pressure at 50, however, pressure kept increasing. No other information was given except that the facility discarded the tubing. Physician switched to open technique to complete the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The complaint could not be confirmed. Visual inspection of the returned pump revealed no visible damage. Original tubing was not returned. Using a new tubing set, the pump was tested at varying pressures and performed properly. Further evaluation did not reveal anything relevant to the event. The cause of the event could not be determined. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Per device directions for use (dfu-0125), the effectiveness of the implant correlates directly to the quality of bone into which it is inserted. The dfu also states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length. Also, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. Unknown device disposition.